Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working could not be confirmed. However, during evaluation, it was observed that the bearings and gears on the device were worn out and corroded causing the device to run above the operational specification. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the attachment device was not working during pre-surgery set up. During in-house engineering evaluation, it was determined that the device overheated and had a temperature reading of 104 degrees which exceeds the operational temperature specification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. .